Manufacturer narrative:
Evaluation summary: received 1 unopened knife in a blister labeled. The returned sample (unopened in a sealed pack) was examined and was determined to be visually conforming. Functional penetration test was performed and found the blade to be conforming with a penetration value of 68.9 grams for a product specification requirement of 100 grams max. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the products acceptance criteria. A root cause cannot be determined for the complaint as described by the customer. Because the returned sample was determined to be conforming, no additional action with regards to this complaint is being taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Product testing is performed and monitored during the finishing process to ensure the conformance of the product. Non conformances, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was dull during surgery which was difficult to get through the eye. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient.